Event description:
Reporter alleged discrepant patient blood glucose comparative results of 564 mg/dl on inform system 1 performed at 18:04 back to back with a result of 54 mg/dl son inform system 2 performed at 18:08. Quality control testing was reportedly performed and both levels were within acceptable ranges. Reporter stated the patient was provided a drink, contents not known, to raise patient's glucose however no other actions or treatment was reported. A request was made for the return of the suspect device, and replacement product was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in system 1. Reference medwatch report is for the suspect device in system 2.